Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient indicated that the patient had several backup battery faults. When the time left was checked on the battery, the indication was 16 months. The patient also indicated to see some unknown alarm with broken heart indicator displayed. The patient indicated they would tap on system controller and alarm would stop. Log files were submitted for review. The log file captured emergency backup battery faults on (B)(6) 2025 due to the ebb failing load test. There were also isolated low flow events captured on (B)(6) 2025 which may have been too brief to trigger an alarm. The system controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: although a specific cause for the reported red heart alarms could not be conclusively determined, review of the submitted log file confirmed multiple low flow hazard events. A specific cause for these events could not be conclusively established through this evaluation. The submitted log file contained events from 19apr2025 through 14may2025. Multiple, unsustained low flow hazard events were observed between 22apr2025 and 14may2025. No other notable pump events or alarms were captured. The pump appeared to operate at the set speed throughout the entirety of the file. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6) with no further issues reported at this time. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for vad-63412 were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient are currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of all pump parameters, including pump flow. Section 2 of the IFU, "system operation", states that the red heart symbol illuminates when the system controller detects a problem that could cause serious injury or death. This is a hazard alarm. When the red heart illuminates, check the screen for instructions and take immediate action to resolve the problem. Section 7 of the IFU, ¿alarms and troubleshooting¿, outlines system controller alarms, including the low flow hazard, and provides information regarding how to respond to and troubleshoot the alarms. This section indicates that the flashing red heart will present on the system controller user interface when a low flow hazard alarm is active. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines system controller alarms, including the low flow hazard, and provides information regarding how to respond to and troubleshoot the alarms. Section 8 of the handbook, "handling emergencies", lists examples of emergencies and what actions to take. The patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.